Event description:
It was reported the programmer screen and cord compartment are broken, and the printer does not print. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial reports, the programmer screen was broken, the cord compartment was broken and the printer would not print.